Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).

Event description:
The customer reported approximately two (2) milliliters of diluent leaked within the instrument during probe wash involving the coulter lh 500 hematology analyzer. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. The customer performed troubleshooting with beckman coulter field service engineer (fse) and removed and cleaned the rinse block with a syringe and aspirated the rinse probe drain lines with 50% household bleach and resolved the issue. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The instrument was in normal operation.